Event description:
It was reported that the sutures became loose after implant insertion during a shoulder procedure, rotator cuff repair. The crosspin that holds the sutures through the anchor had broken. The sutures pulled loose and the surgeon could not tie off the knot. The implant was removed but the surgery was delayed over 40 minutes. No further patient information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Review of device history record revealed nothing relevant to this event. Device evaluation revealed signs of misuse. The tip of the anchor is severely bent and twisted and the crosspin is broken off as reported. The observed conditions are typically caused by not inserting the anchor perpendicular to the bone or prying/leveraging the driver. The complainant's event was attributed to misuse.